Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb periprosthetic femur plate, proximal, left, 15 holes, 324 mm on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to fracture of the ncb femur plate.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend considering the following event is identified: implant breakage. Event description: first breakage of ncb pp 15 holes proximal left. Dr. Med. (B)(6) will send the implant to prof (B)(6). Therefore currently no submission possible. According to dr. (B)(6) it came to the second plate breakage with the same patient on (B)(6) 2017. Plate implanted on (B)(6). Break after about 7 - 8 weeks. (B)(4) this complaint treats the second revision for this patient. (B)(4) treats the first revision for this patient. Review of received data: in total 7 x-ray pictures were received for the patient. All x-rays are undated. Picture 1: femur left ap with knee joint: recognizable non-cemented stem. About 2-3 cm below the tip of the stem, visible femoral spiral fracture, proximal fragment laterally dislocated around the width of the stem. Picture 2 & 3: 2 x femur left ap, 1. Post op: lateral lying ncb pp plate. The tip of the plate can be seen. The plate was distally fixed with 5 screw holes. The bone fragment is located at the level of the lowest three hole pattern. Picture 4: hip ap with femur left postoperatively: visible redon tubes and x-ray contrast strips of the dressing material used. Poor quality of the picture, x-ray exposure overexposed. Recognizable non-cemented total hip endoprosthesis. The proximal part of the ncb pp plate was placed below the greater trochanter. There are some screws fixated through the second, third and fourth three hole pattern seen from distal. The fourth three hole pattern is visible about 1.5 - 2 cm below the tip of the hip prosthesis. At the distal end of the picture a single screw hole was fixed with a screw. Picture 5 & 6: hip with femur ap / femur with knee lateral: a breakage of the ncb pp plate is visible. The breakage is located through the middle hole of the first three hole pattern, seen from distal. It can also be seen that the femur bone re-fractured below the tip of the hip stem. No evidence of loosening or implant failure of the noncemented hip stem. Picture 7: femur left with knee joint ap: postoperative x-ray after implantation of a laterally fixed ncb pp plate. The quality of the picture is poor, the exposure is overexposed. The fractured bone fragment can be seen between the lowest and the second lowest three hole pattern of the plate. No screw fixation in this area. Former drill holes of the screws visible. Plate was distally fixed with 4 screws. Recognizable advanced medial-emphasized gonarthrosis. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting: possible, as the plate has not been returned this point cannot be excluded. Breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device) not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to implant will be implanted against contraindication not possible: no issue noted with implantation of the plate. Breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible: no issue noted with implantation of the plate. Breakage of the implant due to wrong interpretation of x-ray template for dimensions not possible: no issue noted with implantation of the plate. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent: possible, it is unknown if the plate was bent or not. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent: possible, it is unknown if the plate was bent or not. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction: possible, it is possible that the patient did not follow the post op restriction. Conclusion summary: it was reported that the patient was implanted with a ncb periprosthetic femur plate, proximal, left, 15 holes on (B)(6) 2017. According to dr. (B)(6) it came to the plate fracture on (B)(6) 2017. It is assumed that the patient was revised on the same day (B)(6) 2017 due to fracture. This complaint treats the second revision for this patient. The plate was in vivo for approx. 2 month. The plate has not been returned for material analysis. Therefore, no statement about the fracture surface can be done. 7 undated x-rays were received and reviewed by an independent healthcare professional. No material failure could be deteceted on the x-rays. The root cause for the plate fracture cannot be determined with certainty. There are several factors which may have contributed to the plate fracture. It can be that the nail was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).